Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet and ejection sleeve contaminated with plasma in the problem area of the pipetter assembly. The fse cleaned collets, ejection sleeves and compression springs, and replaced 2-pole lld ribbon cables. The instrument was inspected, tested without further problem, and returned to service.